Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Reportedly, customer was using humalog supplies for over 48 hours. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit multiple times. Bg was treated with manual injections and antibiotics. Customer was unable to provide additional details on treatment as customer was disoriented upon arriving to the ER. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.